Event description:
It was reported that during an ipom procedure, the gen11 generator after about ninety minutes of operating time the surgeon noticed that the smart electrode had come off the bottom half of the jaws. The generator signaled "replace instrument." The surgeon finished the surgery with bipolar scissor. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 4-2-2012. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" message to display on the generator. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the message screen to display. The "replace instrument" screen would be displayed after receiving the "reposition jaws and reactivate" message twice.